Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 527 mg/dl to over 600 mg/dl. In addition, the customer experienced "mini seizure". Prior to going to the ER the customer administered a manual insulin injection in attempt to resolve the reported issue. While in the ER the customer was treated via intravenous insulin and saline and was discharged from the ER approximately 8 hours later on (B)(6) 2023. Reportedly, the cause for the issue was due to a cartridge alarm occurring during insulin delivery. In addition, the customer used off label insulin and the cartridge wasn't properly placed on the pump. Tandem technical support (cts) educated the customer on cartridge and insulin labeling. The customer reloaded the cartridge to resolve the cartridge alarm issue. Cts performed a pump system check and confirmed that pump functioned as intended.